Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that they had met the patient on (B)(6)2018. The 0x8 por was cleared. The patient did not know how they got the por screen. They had been "pushing around and it just turned on." There were no reports to the provider about resolution. It was reported that they were happy with the battery site. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient saw an informational por (power on reset) screen when they were connecting with their recharger. It was reported that it was unknown if it was related to an overdischarged event. The patient¿s ins was depleted. The patient stated that they were not able to connect their recharger, they stated that it was ¿off and on and seemed slower and slower since (B)(6) 2018 (about a week ago)¿. It was recommended that the patient charge their ins halfway and then call back to have the por message cleared. The patient was going to call back to clear their por message when they charged halfway. They reported that they had a couple of bad falls in (B)(6) 2017 and patient stated that the skin was bruised over the ins area. The patient stated that they met with a rep at the doctor¿s office about five months ago to check the ins and the rep stated it looked fine. The patient stated that they noticed the ins was migrating too close to the skin since (the event date was asked but was unknown). It was reported that a fall could be related to the issue. The patient was redirected to follow-up with their healthcare provider (hcp) to have their ins checked. The patient called back on (B)(6) 2018 to clear their por message with their programmer, but they could not find the programmer. The patient stated they¿d call back as soon as they found it. The patient called back on (B)(6) 2018 to clear the por, but again they didn¿t have a programmer to clear the por. The patient indicated that they never had a patient programmer. The patient had an appointment tomorrow at 9:00am with a nurse practitioner. An email was sent to a rep to see if someone could be there to clear their por. A rep replied stating that the patient was on the schedule and that they would confirm it with the patient. No further complications were reported/anticipated.